Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the watertightness was lost due to pinholes in the bending section rubber. -the objective lens was scratched. -the adhesive of the bending section rubber was peeled off. -the insertion tube was wrinkled and had a cut. -the grip unit was scratched. -the remote switch was dented. -the angulation did not meet the standard value due to wear of the angle wire. -due to damage to the ccd unit, black dots appeared on the endoscopic image. -due to the deformation of the air/water nozzle, the water removal capacity did not meet the standard value. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the inside of the light guide lens was dirty. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the following information, the reported event may have been caused by dirt getting in due to gaps in the adhesive area of the light guide lens, such as due to physical stress. From the evaluation results of the device, it was confirmed that the inside of the light guide lens was dirty and the water drainage on the objective lens was defective due to the deformation of the air/water nozzle. The instruction manual contains precautions regarding physical stress. In the past similar cases, it was surmised that the cause was that dirt had entered due to a gap in the adhesive part of the light guide lens due to physical stress or the like. Since the instruction manual states that an external inspection of the entire insertion section including the bending section and the distal end, should be performed, the user can properly detect the reported event. In addition, the instruction manual contains warnings about external stresses on the distal end of the endoscope and the insertion tube, allowing the user to reduce / prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.